Event description:
The customer stated that her blood glucose readings had a decimal point, and she had been interpreting the readings as mg/dl. The customer was able to reset the meter from mmol/l to mg/dl. She did not adjust her medication or allege any adverse events due to the mmol/l readings. The customer was satisfied,and no product will be returned for evaluation.